Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation there was no visible damage to the equipment. In addition, the rubber valve that ensures water tightness was not damaged. No damage was found on the lid or seal of the actual product, but it is possible that body fluid may have leaked due to the following factors: if a treatment tool is inserted diagonally into the slit part of the lid, or if a coil type or monorail type treatment tool is used, the adhesion of the lid will decrease, which may lead to leakage of body fluid. Furthermore, when the treatment tool is pulled out, the tightness of the lid will decrease, which may cause leakage of body fluids. No other issues or injuries were reported. If additional information is obtained a supplemental report will be file.

Event description:
An olympus company representative reported liquid leaks from the rubber part of the forceps plug multiple times during inspection. No patient harm was reported. No additional information has been obtained.